Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that upon turning on the cmac screen, the battery appeared empty and no image was displayed. After restarting the device, it functioned normally and the battery indicator showed 99%. No negative impact in state of health reported.